Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having discomfort at the ipg site. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well post-operatively. Explanted ipg will not be returned.